Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. During preparation of a 2.25 x 12mm synergy¿ stent, the physician noted that there was a problem with the stent load on the balloon. The procedure was completed with another 2.25 x 12mm synergy¿ stent. No patient complications were reported and the patient's status was stable.